Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker exhibited far r oversensing, which triggered inappropriate mode switches. No changes or intervention was performed. The patient was in stable condition.